Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the blood glucose was low as 41 mg/dl. The customer¿s current blood glucose was unknown. Troubleshooting was dose for low blood glucose. The customer has been treated low blood glucose with glucose tablets. The customer was neither in ER, nor admitted into hospital, nor was emergency medical service dispatched as a result of low blood glucose. Based on customer report customer does not allege pump was over delivering. The customer reviewed pump programming and customer reports programming was accurate. The customer reports pump was not worn during a medical test around high magnetic field. The insulin pump will not be returned for analysis.